Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely water invaded scope connector during user handling. It caused abnormality in electronic components, leading to the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1"troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2 ¿troubleshooting guide¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the switches did not work on the olympus bronchovideoscope. The issue was found during preparation for use for a diagnostic bronchial examination. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an e315 error code (non-compatible endoscope) occurred without image due to an immersed and corroded scope connector. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; switch 1 and switch 2 did not work due to corrosion. In addition to the reportable finding documented in b5, additional device evaluation findings are as follows: the instrument channel tube had leakage, water tightness was lost due to damage on the channel tube, and the suction volume did not meet the standard value due to damage on the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.